Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6) h6: FDA method code(s): b17, b15 h6: FDA result code(s): c04 h6: FDA conclusion code(s): d02 serial# (B)(6) h6:f da method code(s): b17, b15 h6: FDA result code(s): c04 h6:FDA conclusion code(s): d02 serial# (B)(6) h6:FDA method code(s): b17, b15 h6: FDA result code(s): c04 h6:FDA conclusion code(s): d02 serial# (B)(6) h6: FDA method code(s): b17, b15 h6: FDA result code(s): c04 h6: FDA conclusion code(s): d02 serial# (B)(6) h6: FDA method code(s): b17, b15 h6: FDA result code(s): c04 h6: FDA conclusion code(s): d02 product event summary: the controller (B)(6) and five (5) batteries (B)(6) were not returned for evaluation. Log file analysis associated with (B)(6) revealed two (2) controller power up events logged on (B)(6) 2021 at 13:46:47 and 13:48:35 with one associated motor start event at 13:48:58. Review of the event log file revealed that, prior to the power-up event, the controller last had power on (B)(6) 2021. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point recorded since (B)(6) 2021 was logged at 13:47:21 on (B)(6) 2021, indicating that the power up events occurred during a controller exchange. Log file analysis associated with (B)(6) revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarms log files revealed six (6) critical battery alarms due to communication errors since 10/oct/2021 involving (B)(6). In addition, analysis of the data log file revealed a relative state of charge (rsoc) was between 101-201 involving (B)(6), which is indicative of communication errors. As a result, the reported events were confirmed. The batteries had been lubricated prior to release. Communication errors may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-april-2022 / serial#: (B)(4)/ UDI #: (B)(4)/ device evaluation: no, device evaluation anticipated, but not yet begun/ mfg date: 08-april-2021 labeled for single use: no / (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-april-2022 / serial#: (B)(4)/ UDI #: (B)(4)/ device evaluation: no, device evaluation anticipated, but not yet begun/ mfg date: 08-april-2021 labeled for single use: no / (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-april-2022 / serial#: (B)(4)/ UDI #: (B)(4)/ device evaluation: no, device evaluation anticipated, but not yet begun/ mfg date: 13-april-2021 labeled for single use: no / (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-april-2022 / serial#: (B)(4)/ UDI #: (B)(4)/ device evaluation: no, device evaluation anticipated, but not yet begun/ mfg date: 14-april-2020 labeled for single use: no / (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-april-2022 / serial#: (B)(4)/ UDI #: (B)(4)/ device evaluation: no, device evaluation anticipated, but not yet begun/ mfg date: 14-april-2020 labeled for single use: no / (B)(4).

Event description:
It was reported that that the controller exhibited an unexpected loss of power. Four batteries exhibited erroneous critical battery alarms, and three batteries exhibited communication errors. The controller was exchanged and the batteries remain in use. No patient complications have been reported as a result of this event.